Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned ipg found that it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities.

Event description:
Related manufacturer report number 1627487-2024-07387 and 1627487-2024-07388. It was reported the device displayed the elective replacement indicator message and it is unknown if the device depleted prematurely. Prior to the surgery it was discovered the extensions had impedances. As a result, surgical intervention was undertaken the ipg, and extensions was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.